Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The drive support disk was inspected and no anomaly was noted. The test minilink transmitter with the glucose sensor simulator did communicate properly to the device. No unexpected lost sensor alarm noted. The unit was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with being able to control his blood glucose levels. Customer was also getting a lost sensor alert and stated that the drive support cap feels flush to pump. Customer's blood glucose level was 346 mg/dl. Customer reported that he has been in and out of the hospital. Insulin pump will need to be replaced. No additional information provided.